Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to the attachment foot being damaged by tool contact. On follow-up, it was noted that this was identified during a procedure. There was a durn to the dura. There was no additional information available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation of the attachment determined that the footed portion was damaged by tool contact. The damage is only cosmetic in nature as the foot is capable of protecting the tool from contacting the dura. It was also noted that the footed portion was heavily discolored. The motor was also evaluated and there were no conditions identified with the collet. No additional information was available on follow-up. Therapy date is valid for month and year only. The user manual contains the following warnings "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." And "heavy side loads and/or long operating periods may cause overheating of the attachment to the point where the attachment is uncomfortable to hold. Never place an overheating attachment on the patient or patient draping during surgery; mitigate the overheating by discontinuing use and rest the attachment by using intermittently, or wrap the attachment interface with a moist sterile towel; if the attachment is passed off, the receiver of the attachment must handle the attachment cautiously."